Manufacturer narrative:
Complaint coding was updated to better align with the reported details. The updated impacted the medical device problem coding. Therefore, section h6 medical device problem code was repopulated to reflect the update. Note: h6 heath effect ¿ clinical/impact coding remains unchanged as previously reported. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, data logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Impella cp placement was very difficult due to ongoing cardiopulmonary resuscitation and intubation. The patient was critically ill, with low impella flows thought to be related to right ventricular failure from a massive right ventricular infarct. Despite escalation to bipella support, the patient remained unstable. Imaging revealed pericardial effusion and perforation, and the patient ultimately expired after cardiac surgery declined intervention. Regarding the low or blocked pump flow, the pump was not returned for investigation. However, data log was analyzed and shows the pump was unable to achieve flow greater than 2 l/min, with active suction alarms. There were some pump positioning/ventricular alarms triggered while the pump was set to p-9 and not generating enough flow. No motor current spike was reported on the data log. The cause of the low flow issue was most likely use-related, since the presence of ventricular alarms on the data log and confirmation that the pump was positioned deeply support that the pump was in an improper position. Mechanical interaction with tissue-cardiac perforation cause was most likely use-related since placement of the pump was performed during active CPR, and difficult to place or position the pump cause was most likely related to patient movement as placement was initiated during active CPR. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complaint reported a patient in cardiogenic shock from an acute myocardial infarction implanted with an impella cp device for mechanical circulatory support experienced a left ventricle perforation and subsequently expired. The patient was admitted to telemetry floor for non-st-segment elevation myocardial infarction. New st changes occurred in the afternoon with subsequent complete heart block and cardiac arrest. The patient was in cardiogenic shock (stage e) and emergently brought to catheterization lab for an impella cp device placement. The impella cp placement was noted to be very difficult due to ongoing cardiopulmonary resuscitation and intubation. The patient continued to decompensate with low impella flows thought to be related to right ventricular failure from massive the right ventricular infarct. The decision was made by multiple interventionalists to proceed with the impella rp flex placement. Upon bipella support, the patient remained "very" unstable. Echocardiogram showed effusion; pericardiocentesis done. Imaging showed that impella cp had perforated through the pericardium. The patient continued to decline, cardiac surgery was consulted and declined intervention. The patient ultimately expired; time of death was called.

Manufacturer narrative:
Additional information was received and noted the following: initially the low flows were presumed to be related to rv failure as due to the urgent nature of the situation, an echo was not yet completed so a decision was made to implant an rp flex. Retrospectively, the md now assumes the initial low flows were related to the perforation. The site of the perforation was thought to be due to friable tissue due to the infarct. The cause of the death is the perforation, rather than care withdrawal. After the impella rp flex was implanted, an echo was done showing the perforation and cardiac surgery was consulted. The patient was deemed not a candidate for further escalation by 3 interventional cardiologists, a cardiac surgeon, an intensivist and a heart failure physician. All heroic measures were stopped; the impella was turned off and the patient expired in the catheterization lab. It was determined that the patient would not have survived even a trip up to the intensive care unit to be with family. Medical safety review. Medical safety reviewed the event. This event describes a patient who had an impella cp implanted during active CPR which is believed to have led to lv perforation during the insertion. Prior to confirmation of the lv perforation an impella rp flex was implanted for right ventricular infarct with right ventricular failure. Upon imaging it was noted that the impella cp had perforated the left ventricle. Intervention to correct the lv perforation was declined which led to the patient's death. Since the impella cp did perforate the left ventricle there is not enough information to dissociate the impella cp from the demise of the patient. Due to the perforation and the decision to decline intervention the impella rp flex can be dissociated from the patient's death. Device status: the impella cp device was not received from the customer at the time of this MDR writing; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.